Event description:
Device issue: dislodged stent. Time of device issue: during stenting procedure. Adverse event: medical intervention - snared stent to remove. It was reported that the 2.5 x 23 mm rx promus stent delivery system (sds) failed to cross the lesion in the distal right coronary artery (rca). A second dilatation was performed and the physician attempted to cross the lesion; however, the stent dislodged from the balloon. A snare device was used to capture the stent and remove from the pt's anatomy. There were no reported adverse pt effects. Though requested, no add'l info was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with any relevant info.